Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) elective replacement procedure, the physician observed a break in the electrode insulation at the connection site. The electrode was subsequently decided to be explanted and replaced. No additional adverse patient effects. The electrode is expected to be returned for analysis.

Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) elective replacement procedure, the physician observed a break in the electrode insulation at the connection site. The electrode was subsequently decided to be explanted and replaced. No additional adverse patient effects. The electrode is expected to be returned for analysis.